Manufacturer narrative:
Additional information was added to: b4, g6, h2, h11. Correction to: h6 (component code, type of investigation and investigation findings). Investigation summary: no samples (including photos) were returned, investigation was performed on retain samples and no issues were observed, therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Needle broke off during use in the stomach, used with mounjaro 2.5 mg kwikpen tmaik 12january2026: cat # entered as 32054559 with lot 4180029.

Manufacturer narrative:
Investigation summary: the investigation is currently in progress. Once the investigation is completed, a detailed summary will be provided.